Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on approximately (B)(6) 2016. The sensor was inserted into the abdomen on approximately (B)(6) 2016. Reaction was located on the abdomen where the patient inserts the sensors, and was described as scars that were getting darker. Patient treated the reaction with (B)(4) astringent (otc), alcohol (otc), cocoa butter (otc), and a band-aid. No additional patient or event information was provided.